Manufacturer narrative:
The unit passed displacement and self tests. After inserting the battery simulator probe into the battery compartment to do the sleep current measurement and active current measurement tests, an unexpected "insert battery now" message appeared. The problem seems to be isolated to the case. After further review, some components of the battery board do show signs of previous moisture presence. Unable to perform the sleep current measurement and active current measurement due to the recurring "insert battery now" error messages. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert and replace battery alert. The insulin pump had a yellow battery indicator on the battery icon. The customer had replaced 5 different batteries but it still did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.